Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm, power loss alarm and power error 25 confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery, power loss alarm and then alarm 25 was triggered when he backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit had minor scratched display window, scratched case, fading serial number label and a pillowing keypad overlay.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 22 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer advised to monitor the insulin pump and will call back if error occurs again. The insulin pump will be returned for analysis.